Event description:
Initial grounding pad broke as it was removed from packaging. A second grounding pad was applied and the failed during surgical procedure. A third grounding pad was opened and applied so procedure could continue. Reference report: mw5144509.